Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors and handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the light guide (lg) lens was peeled. Other observations for the device are: distal end rubber coating (a-rubber) adhesive is missing; scratches are found on the insertion tube, distal cover, operation part, insertion section corrugated tube, grip, operation unit cover, up/down and up/down angle fixing lever, universal cord, and right/left knob; suction cylinder is scraped; and electrical connector has water invasion. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for evaluation and repair of an issue of forceps elevator fixing adjustment issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the adhesive of the light guide (lg) lens was peeled. This medwatch is being submitted for the reportable issue of the peeling of the lg lens adhesive, as observed during device evaluation.